Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 53 mg/dl,129 mg/dl and 40 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.